Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. Test strips were used and tested negative. The machine alarmed. Estimated blood loss was 100cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample is not available for manufacturer eval.

Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.